Event description:
It was reported via repair work order that the foot end lift would not function due to malfunction cpu board and it was also reported that the cable that connects the footboard to the cpu board was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.